Event description:
Reporter alleged obtaining the results of 50 mg/dl, 95 mg/dl and 90 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The account alleged the hi/low function will not lower. The trendelenburg and reverse trendelenburg is working but when the switch is releases, the bed runs back up on its own.